Event description:
The plaintiff alleges developing a type 1 latex allergy. Plaintiff further alleges having developed serious, severe and permanent bodily injuries, including but not limited to, severe itching, burning of the eyes, nasal congestion, swelling of the throat, hoarseness, sore throat, coughing, tightness in chest, flu-like symptoms, malaise, extreme discomfort, depression and emotional distress. Additionally, the plaintiff's spouse alleges suffering the loss of pt's services, consortium, financial support and the care and comfort of pt's society. Finally, it is alleged that the plaintiff's children have suffered and will suffer mental anguish, in addition to the loss of their parent's guidance and counseling, financial support, services, comfort, love, affection, companionship, and society.